Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to inspect the equipment. It was not possible to manually rotate the rotor to open the door as the axis was bent and its gear was off the winch door mechanism.the door was also not fully closed. No parts were replaced or returned to the manufacturer.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was stuck in stand alone phase. It was reported the imaging system could not be used as the log in screen would not appear. There was no patient present when this issue was identified.

Manufacturer narrative:
A manufacture representative went to the site and replaced the winch door kit assembly and adjusted the door. During motion general check the rotor was stuck in the door tracks and the machine gave a 'door open' message. The representative completed left side door alignment to resolve the issue. Additionally, the x-stage covers were adjusted as the x-axis was stopped because of the bent x-stage covers. The representative performed the invalidate home procedure and noted an encoder failure on the tilt axis. It took 3 times to pass the process. A full imaging system checkout was performed and all tests passed.

Manufacturer narrative:
The door winch was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. They performer a motor isolation test and that passed. There were no internal opens or shorts in motor assembly. They tested the winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal, motor functions as expected. Visual inspection shows the center gear shaft and center gear of the winch assembly are damaged. The center shaft was bent and the gears had damaged teeth. Damaged door winch assembly. Eval code method 10 is associated with this analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.